Manufacturer narrative:
Actual device not returned for eval. Internal investigation in progress but not yet complete.

Event description:
The dr notified the sales rep that one of his pts experienced csf leak upon use of hydroset. Hydroset was explanted.